Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product sterility was not breached. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product sterility was not breached. The initial report should be voided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the sterile packaging was found damaged while inspecting stock there was no patient involvement. Attempts have been made and no further information has been provided.